Manufacturer narrative:
Complained product will not be not available.

Event description:
Nothing happened - there was no incent [no adverse event] brush head is no longer staying securely attached to the hand piece and always slips off mid-brushing - oral-b [device breakage]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head was no longer staying securely attached to the oral-b toothbrush hand piece and always slipped off mid-brushing. No injury was reported. 13-aug-2024 follow-up via image: the suspect product lot number was 4310786000. No injury was reported. 16-aug-2024 follow-up via e-mail: consumer reported that nothing happened, there was no incident. No injury was reported. 26-aug-2024 case update from information initially learned on 23-aug-2024 via image: the concomitant product lot number was r60921542. No injury was reported.